Event description:
It was reported the patient complained of inadequate pain relief and wanted her scs system removed. Follow-up indicated the patient never used her stimulation because she did not like it. The physician removed her system on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.